Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: a locking compression plate distal femur plate was received. A failure resulting from either a material defect or the manufacturing process can be excluded. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to a non-union and broken screws. The original procedure, an open reduction internal fixation (orif) procedure performed on (B)(6) 2014, included the implantation of hardware. During a follow up appointment on (B)(6) 2015, x-ray imaging confirmed a non-union of the distal femur and the presence of several distally broken locking screws. Per the surgeon, the mal-reduced fracture could have stressed the locking screws, causing the breakage. Patient postoperative status was ¿optimal.¿ this report is 1 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative non-union is unknown. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: august 26, 2014 - expiry date: august 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.